Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update to concomitant device reported: plate (part number unknown, lot unknown, quantity unknown). This complaint involves five (5) devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) of metacarpal three (3), four (4), and five (5) due to a mal-union and non-union from the previous pinning. During the procedure, one (1) titanium cannulated compression headless screw broke during insertion into the 4th metacarpal. The head portion of the screw stuck on the screwdriver for removal. The surgeon used screw removal conical tool and needle holder to break off sections of the screw shaft. Half of the screw was removed with difficulty and the other half of the screw remained inside the 4th metacarpal. The procedure was continued by placing an alternate plate to fix the fracture around the broken screw segment. One (1) cortex screw self-tapping head broke off during insertion. The screw head remained on the screwdriver and the screw shaft was removed easily with needle holder. Two (2) stardrive screwdriver shaft self retaining hex coupling were stripped on screw insertion and one (1) stardrive screwdriver shaft self retaining hex coupling broke on screw insertion. All parts of the broken stardrive screwdriver shaft self retaining hex coupling were easily removed. The procedure was successfully completed with a thirty (30) minute surgical delay. The patient outcome is unknown. Concomitant device reported: stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (part number 03.130.010, lot unknown, quantity 2), plate (part number unknown, lot unknown, quantity unknown), 3.0mm ti cann compression headless screw- lt- 40mm (part number 04.334.240, lot unknown, quantity 1), 1.5mm cortex screw slf-tpng with t4 stardrive recess 10mm (part number 02.214.110, lot unknown, quantity 1). This report involves one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 2 of 3 for (B)(4).